Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 67 mg/dl: cause of bg not known. Reportedly, the customer had vomiting and stomach pain. Customer went to the emergency room (ER). Customer was given food and treated with intravenous fluids of magnesium and sugar water to address the bg. Reportedly, the customer was also provided with lantus injection for insulin therapy before discharge. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.